Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump was dropped from a height during roof work, broke in half, and became nonfunctional; the user returned the available portion of the device and a replacement was arranged. Symptoms included no reported changes in blood glucose. Outcomes included no injury, no emergency treatment, and no hospitalization. Investigation included customer service troubleshooting, replacement logistics, and request for device return with shutdown instructions and data sync guidance. Investigation of this device revealed physical damage consistent with accidental impact to the pump hardware, resulting in a broken housing and loss of function. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to accidental dropping.